Event description:
Attempted to place an ultrasound guided IV via 18g teleflex IV in the right forearm. IV was inspected and primed before insertion. IV advanced and confirmed with blood return and ultrasound that it was in the vein. Guide wire threaded through without issue or resistance. Resistance was met while attempting to thread the catheter in, and per the ultrasound something looked irregular. IV was removed, noticed while disengaging the needle that part of the catheter tip was missing, about .5in, rest of the IV was intact.

Event description:
Attempted to place an ultrasound guided IV via 18g teleflex IV in the right forearm. IV was inspected and primed before insertion. IV advanced and confirmed with blood return and ultrasound that it was in the vein. Guide wire threaded through without issue or resistance. Resistance was met while attempting to thread the catheter in, and per the ultrasound something looked irregular. IV was removed, noticed while disengaging the needle that part of the catheter tip was missing, about .5in, rest of the IV was intact.